Event description:
It was reported that a patient underwent an initial left total hip arthroplasty on an unknown date. Subsequently, the patient has a planned revision surgery of the liner for unknown reasons. Due diligence is in process for this event; to date no further information has been made available.

Manufacturer narrative:
(B)(4). Medical product: unknown cls spotorno stem: catalog#ni, lot#ni; unknown 28mm femoral head: catalog#ni, lot#ni; unknown femoral stem: catalog#ni, lot#ni. Foreign country: germany at this time, the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided as the product remains implanted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records provided for the initial operation are incomplete, but confirm the date of implant. Revision notes were not provided as it was stated the revision did not occur on time as planned. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: cls spotorno stem 145 5.0: catalog#29.00.09-050, lot#ni; unknown 28mm femoral head: catalog#ni, lot#ni; f/m acet shell 48od w/hle: catalog#00661004802, lot#ni. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
D6a: implantation occurred in 1993, though exact date is unknown. The investigation is in process. Upon completion of the investigation or receipt of additional information, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Approximately 29 years post implantation, the patient began to experience pain. Subsequently, the patient will undergo revision surgery due to pain and acetabular liner wear upon receipt of the custom device. Due diligence is complete as multiple attempts have been made; it was reported that no further information is available.